Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. Results provided: (customer¿s reference range 0.6 to 1.0 mmol/l). Sid (B)(6), initial result = 2.69 mmol/l. New sample result = 0.9 mmol/l. Original sample repeat result = 0.92 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Service replaced the alnty c-series sample p of the alinity c processing module and performed troubleshooting procedures. After the replacement of the alnty c-series sample p the issue was resolved. No additional discrepant magnesium result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alnty c-series sample p did not identify any trends. A review of the scorecard identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for sn ac02483 or alnty c-series sample p was identified. All available patient information was included. Additional patient details are not available.